Event description:
Pt o-sats kept dropping. The pt was bagged and suctioned and placed back on the ventilator. The rn noticed set rate was reading 12 instead of 20. When rt reset rate to 20, digital read out kept fluctuating from 12-20. The unit was sent to the facility biomedical department and the pt placed on another unit without injury. After cleaning the simv potentiometer, the customer reports a complete function test was normal. The unit was released back into service. This report generated from a facility medwatch report.